Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 254 mg/dl.